Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a radical resection for rectal cancer. While cutting on the lower rectum, the stapler was unable to fire. The surgeon was unable to press the green the button or squeeze the handle. They used another device to complete the case. The patient was alive with no injury.